Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that on (B)(6) 2026 the patient experienced an accidental infusion set pull out which resulted in a high blood glucose level the patient managed it by changing the site and resuming insulin. No further information available.